Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. There was blood noted in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, unable to obtain adequate pacing and sensing thresholds with the lead. The lead was removed and not used. There were no patient complications reported as a result of this event.